Event description:
The healthcare professional (hcp) of the home patient (hp) reported that the homechoice cycler was not draining the hp before filling, as if it were overfilling, during apd therapy. The hcp subsequently requested a replacement homechoice cycler. Follow up with the hcp reveals there was no patient injury or medical intervention as a result of this incident.